Event description:
Per the attached user facility medwatch report # (B)(4), the event is described as follows: "the pt is an elderly female who presented to the hospital with severe headache for the last 2-3 days. She was hospitalized earlier this month with vertigo and underwent extensive eval including MRI/mra of the brain, which showed vertebral artery stenosis, which prompted a carotid and cerebral angiogram that was done by the neuro-interventionalist. It is positive for fibromuscular dysplastic changes bilaterally in the vertebral arteries. The pt was discharged home and is doing much better with the regards to her vertigo, but developed intense headaches associated with nausea." She did present to the emergency room the day of the headache, was given IV compazine and benadryl and was sent home with the diagnosis of possible migraine, but she developed intense headaches again and presented to the emergency room. This time a CT scan was done and it showed a right temporal lobe acute intracerebral hematoma with 8 mm shift to the midline. She was seen by neurosurgery in the emergency room and was taken to the operating room the same day. She underwent a left frontotemporal craniotomy with evacuation of the hematoma. Tissue biopsy was also sent. She also has been seen by neurology for possible vasculitis. Currently, her headaches are much better. She had left sided weakness and neglect. She is on keppra for seizure prophylaxis, motor neuromonitoring to the regular floor now, tolerating regular consistency diet. The pathologist reviewing the biopsy slide noted that there was material in the cranial vessels and wonders if this material may be related to the original cerebral angiography and the pt's recurrent symptoms of headache." As of this time, repeated attempts to obtain a sample and/or add'l info from the user facility have been unsuccessful.

Manufacturer narrative:
(B)(4) = there is not info available that indicates any relationship of the reported material observed by the pathologist to the reported use of a glidecath device or to the pt's reported symptoms. (B)(4) = there is no info available that indicates any damage, shearing or malfunction of the reported glidecath device occurred during use. Method: the involved device has not been returned for eval and the lot number is unk. Therefore, the investigation was limited to a review of user facility info and general quality records. There is insufficient info to permit comment about the user facility statement on the medwatch report that the "pathologist reviewing the biopsy slide noted that there was material in the cranial vessels and wonders if this material may be related to the original cerebral angiography and the pt's recurrent symptoms of headache." Despite repeated attempts, there has been no add'l info provided that would indicate that the glidecath had been damaged in any way, specifically such that material may have been detached during the "original cerebral angiography" procedure. The lack of the involved device being returned for eval and the lot number being unk significantly limits the investigation including the opportunity for effective review of relevant quality records. A review of all complaint records for the glidecath product family over the last 3 yrs confirmed that there have no previous reports of a similar nature. In addition, it should be noted that there are a number of devices that were reportedly used during the "original cerebral angiography" procedure on this pt. Based upon the available info, there is no evidence that supports the hypothesis that the observed material on the pathology slide was related to the catheter device or any other devices listed on the uf medwatch report. However, this report is being submitted as a precautionary measure in f/u to user facility medwatch report # (B)(4). While no relationship to the observed material on the pathology slide can be established, the glidecath labeling does address the potential for damage in the warnings / precautions section of the instructions-for-use, which states, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval." All available information has been placed on file in quality assurance at the mfg facility for appropriate tracking, trending and f/u. Attempts to obtain add'l info from the user facility are on-going. A written request has been issued and a supplemental report will be submitted if add'l significant info is rec'd.